Event description:
O-arm was not operating and had very bad image quality and then froze up during the case. Restarted the machine and still the same problem. Had to grab another o-arm that was reserved for another or case. It took a lot of time to change out and use of sterile supplies were wasted. Let alone the time wasted under anesthesia for the patient and doctor to see what he needed.